Manufacturer narrative:
Findings: pump passed displacement test, prime test, excessive no delivery test, self test and unexpected alarm error test. Unable to confirm motor error alarm, compromised forced sensor alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, broken battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker, loose/protruded drive support disk and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. The customer stated that the drive support cap was protruded. Customer also reported to have experienced a high blood glucose of 280 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.